Event description:
The client reports that the syringe plunger is stuck 1/2-3/4 of the way down the syringe when injecting and cannot continue to complete the injection.

Manufacturer narrative:
The returned samples and retained samples were inspected, all of them met the specification, the DHR of this lot was reviewed without any issues. The root cause can't detected currently, no action will be taken. This issue will be monitored. A supplemental report will be submitted if further information received.